Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the cuff was torn. Functional testing found that the cuff deflated immediately when air was applied using a syringe. It was reported that there was a leak in the cuff without an accompanying report on whether the customer attempted inflation. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had cuff inflation/deflation issue and broke, which led to inability to optimally ventilate. It was reported that the cuff had a leak. The customer reported that the patient required re-intubation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had cuff inflation/deflation issue and broke which lead to the inability to optimally ventilate. It was reported that the cuff had a leak. The customer reported that the patient required re-intubation.